Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) and an endoscopic sphincterotomy (est), the physician used a cook zilver expandable metal biliary stent sys. In the process of release of the biliary stent, met difficulty when release of about one-third of the process [handle was advanced for deployment one-third of the way with no part of the stent deploying]. It was very difficult to advance the stent, then the dr had to retrieve [remove] the entire introducer catheter with partial [one-third] released metal stents with associated mirror exit. "Finally, re-intubation and put nasobiliary." A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report of unable/difficulty to deploy the stent due to the condition of the returned product. During the visual eval it was noted that approx 3.3 cm of the stent was extending from the distal end of the stent delivery sys. The remainder of the stent remains loaded inside the stent delivery sys. The clear cap on the stent delivery sys handle remains tight on the y-body. The distance between the y-body and wire guide port hub measurement was not within the unused spec. Per the complaint report deployment of the stent was initiated and difficulty was met, thus explaining the dimensional change of the returned handle. The length of the outer sheath was measured to the product tip and found to be within spec. A functional test to deploy the remainder of the stent with the appropriate endoscope could not be undertaken due to the fact that the stent received had partially deployed. The remainder of the stent deployed without the use of an endoscope and deployed with no discrepancies noted. The handle was able to be manipulated with no difficulties encountered. No kinks and/or bends were identified on the product during the visual examination. A product discrepancy or anomaly that could have contributed to the difficulty in deployment causing partial stent deployment was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions and the condition of the returned product could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use provides the following info: once stent delivery sys is in correct position for deployment, loosen cap on proximal end of y-body. Stent is now ready for deployment. To aid with ease of sys preparation of advancing the wire-guide and stent deployment, instructions for use preparation sys instruct user to irrigate inner lumen and stent with sterile water. The instructions for use provides specific instructions on how to deploy stent properly in addition to the info listed below: prior to use visually inspect with particular attention to kinks, bends and breaks. Sys preparation - irrigate inner lumen and stent with sterile water. If the wire guide cannot advance through the obstructed area do not attempt to place the stent. The device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer. This stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered a permanent implant. Prior to distribution, all zilver biliary stent sys are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.